Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, diabetes mellitus, hypertension, ischemic heart disease, stenosis, right/left bundle branch block, and intraventricular conduction disturbance. Some of the complications reported were permanent pacemaker implant (surgical intervention), arrhythmia, heart block, and syncope. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "post-tavi isolated pr prolongation: incidence and clinical significance", was reviewed. The article presented a retrospective, single center study to define the incidence and clinical significance of post-transcatheter aortic valve implantation (tavi) isolated pr prolongation (iprp). Devices included in this study were sapien/sapien xt/sapien 3, corevalve/evolut r/ evolut pro/ evolut pro plus, portico/ navitor, and acurate neo I/ acurate neo ii. The article concluded that post-tavi iprp in patients with narrow qrs is not associated with adverse outcome. This finding may translate clinically into a more permissive approach to these patients. [The primary and corresponding author was yoav michowitz, jesselson integrated heart center, shaare zedek hospital, 12 shmuel beit street, jerusalem 9103102, israel, with corresponding email: ymichowitz@gmail.com] the time frame of the study was from 2010 to 2021. A total of 436 patients were included in the study, of which only one device was reported for an abbott device. The average age was 79.2 years for isolated pr prolongation group and 80.8 years for no pr prolongation group. The average gender was male. Comorbidities included hyperlipidemia, diabetes mellitus, hypertension, ischemic heart disease, stenosis, right/left bundle branch block, intraventricular conduction disturbance.